Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used during a procedure to treat a lesion in the rca. There was no damage noted to packaging and the device was inspected with no issues noted. Negative prep was performed with no issues. It is reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using the same make and model of device. No patient injury reported.